Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the gravity center need to be re-calculated. The defective parts were re-calibrated for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the distance sensor was non-functional. There was no patient involvment reported.